Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that a motor stall was seen at pump interrogation. The stall was active. The patient did not recently have an MRI. The event date was unknown. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jun-12. It was reported that the cause of the motor stall was not determined. The pump was going to be replaced on (B)(6) 2018. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2020-mar-19. It was reported that the pump was removed due to "eos/eri." The device was returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly,corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.